Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 54 mg/dl. Suspected cause was due to having a correction factor that was too high. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." H3 other text : device not returned.